Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an "oxygen not available" alarm. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. There was no medical intervention, and no delay in therapy reported. No patient or user harm reported. A philips remote service engineer (rse) noted that the failure could not be resolved, and the device was removed from service. The device was then tested in the me room, but the issue could not be reproduced. It was then noted that the alarm was logged in the significant log. During evaluation, the service engineer (se) reported that the phenomenon was not duplicated despite a test run. The se then reported that the event log revealed that "oxygen not available" (diagnosis code 1208) and "check vent: oxygen device failed" (diagnosis code 1111) had been recorded. No anomalies were found on functional testing.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).